Manufacturer narrative:
No button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip ad reservoir tube cracked.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump was possibly exposed to sweat. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.